Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. The provided additional clinical information (cathlab report, progress note, pk papyrus device registration form) was insufficient to establish whether a device deficiency could have contributed to this event. However, the review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no device deficiency or manufacturing related root cause could be identified. According to the provided information the undeployed pk papyrus stent was not considered to be a factor in the patients death. However, the reported removal and repeated re-insertion of the affected pk papyrus may have contributed to the reported event. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A pk papyrus covered stent system was selected for treatment of a large perforation (30mm) in the main branch of the lcx. The perforation occurred during dilatation of the lesion after an atherectomy, identified via flouroscopy. It was attempted to seal the perforation with the pk papyrus, but the device could not be advanced. It was removed and re-inserted again but the stent dislodged. The stent was finally adapted to the vessel wall. A second stent was placed successfully and sealed the perforation. It was reported that one day later the patient passed away but the death was not related to the pk papyrus.